Event description:
It was reported by dr. That he has had many experiences with blood leakages from the hemashield grafts. He states further that he has had some cases that were difficult to proceed or even finish the operation. Additional information received in 2009: this reported complaint is not specific to any one hemashield device, rather a broad statement expressing the physician's dissatisfaction with hemashield products.

Manufacturer narrative:
A product has not been returned for our evaluation; therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. Since product is not expected and there is no increase in the frequency or severity levels no further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The batch number of the device is unknown and appears, at this time, to be unattainable. Since the batch number is unknown, a review of the device history records is not possible. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.